Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "flow rate deviation." According to the customer: "the problem of this pump is that the flow rate observed does not match with the flow rate entered during the settings: for a flow rate between 0 and 500 ml/h, we note a difference of 8 - 10 % (test fluke ida-5) the defect has been detected during a test so there is no consequence for patient. The product was chemotherapy (flow rate usually used on patient is 600 ml/h)." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400541193. 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were missing. The device shows age related signs of wear and tear and around the display liquid residues could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. No abnormalities were found in the device history. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,27%. 2.6 the device was disassembled, and the inside was investigated. Liquid residues could be found on the mainboard and the operating unit. Also, the inside of the device was slightly dirty so the emc protection shield and the bottom inner frame was damaged by liquid. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. The damaged parts are damaged by liquid.